Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had calibration issues on the insulin pump. The customer's blood glucose at the time of the incident was 427 md/l. They were assisted with entering auto-mode and performing calibration. No troubleshooting for high blood glucose was performed. The device will not be returned for analysis. Unomed set. Frn-unk-rsvr. Ozo- model unknown - sensor.